Manufacturer narrative:
(B)(6) 2015 11:45 am (gmt-5:00) added by (B)(6) ((B)(4)): no parts were replaced and logs were not received. But the complaint description and additional information stated that a nebulizer was being used and a bacterial filter was also in the patient circuit. The combination of those two if supervision is not done continually, may lead to a high pressure situation. The ventilator passed the pre-use check after the event and it was returned to service. This indicates that no ventilator malfunction was identified. Although it is unknown how long the filter had been in use but the most probable cause of the event was an occluded filter.

Event description:
It was reported that the peep (positive end expiratory pressure) rose from the set value of 5 cmh2o to 20 cmh2o while the ventilator was connected to a patient. There was no patient harm. Manufacturer reference#:(B)(4).